Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was found during testing, there was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported that a v60 ventilator had a low tidal volume. The customer reported that the device was in use at the time of the event, however, there was no patient or user harm reported. The field service engineer (fse) evaluated the incident and confirmed the reported problem and equipment alarm "low tidal volume". The flow sensor was replaced to resolve the issue.

Manufacturer narrative:
(B)(6).